Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the electrical contact failure at the electrical contacts of the video connector socket, which might be caused by water adhering to the electrical contacts of it. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc checked the subject device and found that the reported event was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the color bar was displayed on the monitor when the subject device connected to the videoscope enf-v2. The user replaced the subject device to another similar device and completed the procedure. The user stated that the reported phenomenon could sometimes be resolved by reconnecting the subject device to it. There was no report of patient injury associated with this event.